Manufacturer narrative:
The tech found the communication cable is missing. The tech replaced the communication cable to resolve the issue.

Event description:
The account alleged there was no communication from the bed to the nurses' station when nurse call is activated. No pt impact.